Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported that he had an unspecified infection and underwent removal of the pd catheter (not a fresenius product). In an additional follow-up call with the patients pd nurse, it was reported that the patient was initially hospitalized for pd catheter malfunction (would not fill or drain) on (B)(6) 2023. During the hospitalization, it was discovered the patient had an abdominal abscess. The nurse confirmed the patient did not have peritonitis. The patient was treated with cefepime 2 grams intravenously (IV). The nurse also confirmed the patient had the pd catheter removed and was transitioned to hemodialysis for renal replacement needs. However, subsequently on (B)(6) 2023, the patient expired while in the hospital. Details surrounding the patient?s death, including cause are unknown. File #: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).